Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 844 mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. It was stated that the events leading to her admission was heart failure and infection in incision occurred prior being admitted. The customer stated that the insulin pump was dropped twice and there were cracks near to the battery compartment. The customer's most recent glucose reading was 115 mg/dl. Advised the customer to revert to back up plan. No further information was provided.